Manufacturer narrative:
(B)(4). Device evaluated by manufacturer product was received but not investigated as product will not confirm the issue.

Event description:
It was reported that the sensor deployed on its own. The sensor was inserted into the abdomen on august 23, 2021. Product was received but could not be investigated for this allegation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial report, a supplemental is needed for a correction to h6.